Event description:
This report is based on information provided by the local philips field service engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the philips mrx defibrillator indicating that the devic had a battery issue. Available details indicate that the device had exhibited symptoms of a failure. Details provided in an update from the source case indicate that the customer was ordered a replacement part, mrx kit - lithium ion battery to resolve the issue. The part was not returned for additional investigation. Based on the information available, the cause of the reported problem was a battery failure. The mrx kit - lithium ion battery was ordered to resolve the issue. Based on the information available and results of additional analysis, no further action is necessary at this time. No CAPA will be initiated based on this record; a corrective action request will be initiated if a trend is discovered through periodic monitoring. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer was provided with a order for a replacement mrx kit - lithium ion battey to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.